Event description:
Per mdrf system was removed due to infection. The device and kentrox were returned by hospital without oos, but the selox was not in the batch return. Lumos dr-t, MDR 1028232-2007-0245. Kentrox sls 65/16, MDR 1028232-207-00244.

Manufacturer narrative:
This is an oral complaint, i.e. The lead was not available for analysis. Therefore, the quality documents accompanying this particular lead and also the production lot have been reinvestigated. The biotronik sterilization protocol confirmed that all sterilization parameters such as gas concentration, temperature, humidity, ect., were in their specified ranges. Also, the investigation of the microbial indicators showed the successful completion of the sterilization process.